Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c2tr01 ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead was capped and replaced for high pacing thresholds. No patient complications have been reported as a result of this event.